Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fileld - h6 (investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields: d4 serial number should have kept empty, d7a, e1 initial reporter name, e3, g2. The complaint was received through a direct call from the customer to the emergency support program. Nurse called for assistance with a fiber-optic sensor failure alarm on a cardiosave during use, no patient harm or injury was reported. Nurse stated that the patient had just arrived at the unit form a cardiac surgery and the or reported the alarm started after moving the patient from the or table to the bed. Esp team member asked her to disconnect the fo cable and reconnect, verifying that it was arrow to arrow and seated appropriately. Esp team member then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.¿ complaint information obtained. Unfortunately, the or had not set up the inner lumen to a pressurized setup and nurse was unable to transduce the inner lumen. Esp team member encouraged her to notify the attending of the fo sensor failure and label the inner lumen as ¿clotted inner lumen, do not flush or use.¿ esp team member encouraged latrice to use an alternate arterial source for therapy while notifying the provider. She agreed to the plan and was appreciative of the support and denied any additional needs.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section: the full initial reporter's name is (B)(6). The full event site name is (B)(6). The additional initial reporter's name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
User called into emergency support program line to request support with a fiber optic sensor failure alarm on intra aortic balloon and cardiosave pump. The patient was just shifted from cardiac surgery and the reported alarm started occuring after transfer of patient. The troubleshooting was suggested by esp representative like disconnecting and reconnecting fiber optic cable and verifying it was seated properly. The pressure source was shifted from fiber optic cable to transducer. No harm or injury was reported.